Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions."

Event description:
It was reported that the patient underwent initial right total knee arthroplasty in (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to the tibial tray subsiding. The surgeon treated it as an infection. The femoral component and tibial tray were removed and cement spacer molds were implanted.